Event description:
The customer reported to philips healthcare that the heartstart mrx had an out of the box failure. After the device was put into service, it spontaneously delivered a solid red x to the rfu. It was not able to be reset in. In addition, pushing the 12-lead key in the monitoring mode did cause the rfu to exhibit a solid x intermittently, but not consistently. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.